Event description:
It was reported that there was a problem with the 1104l during patient use. The (icp) intracranial pressure readings were very up and down when the screws were tightened tight (not too tight). The icp was drawn out partially when the patient was moved to have a CT scan done (so it was not too tight - rather the contrary). The clinical educator was suspicious the staff may have lost the little collet that sits inside the bolt. The description of the event: "to doctor claimed the 1104l, did not fit through the licox bolt into the cranium enough because of the thickness of norwegian heads - but the CT scan showed a beautiful parenchymal icp catheter placed..." It was also reported that the codman icp showed different (and more "adequate" values) later. The patient was not injured as a result of this issue.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based on the reported information.